Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/25/2014 with the following findings: the display screen was confirmed to be blank when the pump was powered on. The keypad buttons were unable to be tested for the blank display issue. There was no damage or peeling found to the keypad. The pump was opened and the capacitor was found to be lifted from the printed circuit board. Unrelated to the complaint, the solder joint was found to be cracked on the piezo, therefore the auditory sound was not functioning on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).